Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/10/2015 with the following findings: a review of the pump¿s black box showed multiple loss of prime warnings (cs162) with zero force. During testing, the pump successfully completed the 24 hour duration test with no loss of prime warnings occurring. The force sensor calibration and force sensor resistance were found to be out of specification. The pump case was removed and a force sensor pin was found to be cracked. The loss of prime issue was found in the pump history but was not duplicated during investigation.